Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that the replacement of their recharger did not resolve their issues. The noted they were sent a new charger but it wasn't compatible with the charger so they were sent a new charger/adaptor wire.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain and other non-malignant pain. The patient reported that the stimulator was not working. The patient reported that they had gone on vacation and did not take the recharger along and the stimulator is not working. The patient reported that they got back home and recharged and it started working fine. The patient reported that now they cannot get it to recharge and have been trying for two days. During the report, the patient stated that it feels like the stimulator started by itself when it was plugged in to charge causing feeling up and down the legs. It was reported that when the stimulator was checked with the patient programmer, the charge the ins screen was seen. The patient reported intermittently getting the charging status screen with 8 boxes filled in black and an empty ins battery. The patient reported not moving and getting the reposition antenna screen. The screen went to the medtronic screen, this happened several times. A replacement ins recharger was sent to the patient but the patient reported that they received the new insr but the device still will not take a charge unless she is holding it just right.